Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2017 with the following findings: a review of the black box showed no evidence of a short battery life. Several low battery warnings were found due to normal battery wear. The returned battery cap threads were undamaged. The battery cap was able to fit the test pump to maintain an electrical connection. The rewind, load, and prime steps were performed successfully. All current draws were within specifications. The short battery life complaint was unable to be duplicated. Unrelated to the original complaint, moisture was found in the battery canister. The pump powered up correctly. The pump cover was removed to find no further moisture ingress to the printed circuit board.